Manufacturer narrative:
Date of event was reported as (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) repositioned on (B)(6) 2016 to the patient¿s backside because it was taking too long to charge. This problem had occurred since (B)(6) 2015 and they still had the same issue as they had been sitting on the recharger for 12 hours and the ins was not charging. The patient stated that the recharger antenna got very hot when recharging and the recharger would not charge more than 50%. The patient mentioned that the got the ¿thermometer¿ symbol anywhere from 2 to 10 hours. It was confirmed that the cords were properly plugged in on the recharger. The patient stated that the recharger was plugged into the wall all the time. The manufacturer¿s representative told the patient to contact the manufacturer to have the recharger replaced. There was no out of box failure reported in the event. The indications for use for the implanted device were noted complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.